Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced a break in aseptic technique (described as patient made mistake). On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was treated with a loading dose intraperitoneal (ip) injection of vancomycin 2gm and continuing daily ip injections of meropenem 500mg and tobramycin 20mg. The outcome of the event of peritonitis was unknown. It was not reported whether the patient was retrained in aseptic technique, therefore, the outcome of the event of a break in aseptic technique was unknown. The root cause of the peritonitis was due to the break in aseptic technique (described as patient made mistake).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.